Event description:
Information received regarding the device does not address the patient's clinical status but notes that during the implant procedure, while still in the box, the device could not be interrogated. A new device was placed without further problems.